Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for virtual watch dog alarm due to no button response. The insulin pump had a scratched display window, cracked case at display window corner (all corners), cracked reservoir tube lip. The insulin pump also had a cracked battery tube threads and a brokenbelt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.